Manufacturer narrative:
The device related to this complaint was not returned. Please check the attached file to see our investigation results. (B)(4).

Manufacturer narrative:
Contralateral revision has been submitted under MDR 1020279-2017-00360. It was reported to us that explants have been kept by the facility and cannot be returned.

Event description:
It was reported that a revision surgery was performed with exchange of a tibial insert to a thicker dished one as the patient was unstable in the knee.

Manufacturer narrative:
Corrections since the initialy reported batch number was discovered to be invalid.